Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device had a cracked right plunger case and cracked battery door. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be a combination of motor worm gear, leadscrew and clutch halves. Replaced worm gear, leadscrew and clutch halves also replaced stepper motor as a preventive measure. Performed occlusion test and all functional testing which passed.